Event description:
In 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm utilizing a gore excluder aaa endoprosthesis. A trunk-ipsilateral leg component was deployed. The patient's anatomy had too much plaque, which lead to cannulation difficulties. The patient was converted to open repair and the device was explanted and discarded at the facility.

Manufacturer narrative:
A review of the manufacturing records has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The patients anatomy was outside of the gore excluder aaa endoprosthesis instructions for use guidelines. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of an 18 fr (6.8 mm) or 12 fr (4.7 mm) vascular introducer sheath.